Manufacturer narrative:
H3: product ID: 37761, serial/lot #: (B)(6) was returned and the analysis report shows bent/ broken connector pins at the end of cable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that desktop charger where the metal piece broke off into the recharger. Patient reported that the connector pin broke off inside the recharger yesterday. Patient stated that they were able to remove the metal piece from the recharging device, but they couldn't charge the device until they got a new desktop charger cord. The issue was not resolved. An email was sent to repair to replace the desktop charger.